Event description:
A hospital in new orleans reported that while using an rt329 infant continuous flow breathing circuit an infant had increased respiratory rate and intermittent desaturations to the 70's. The doctor was present and fio2 was increased from 28% to 60%, and liter flow was increased from 5-6 liters per minute over a 15 minute period. Saturations improved to 80% and low 90% but the infant remained tachypneic. Eventually it was discovered that the port cap on the pressure manifold was not closed, creating loss of flow to the infant. Once the port cap was reconnected there was an immediate improvement in o2 stats and decreased tachypnea.

Manufacturer narrative:
(B)(4). Method: the hospital did not provide a complaint rt329 circuit for evaluation, but provided a diagram of the pressure relief manifold, indicating the port cap that was found to be loose. Results: as the rt329 breathing circuit and the pressure manifold were not returned to us for evaluation, we could not determine whether there was any defect with the complaint device. A lot check could not be performed as no lot number was provided. Conclusion: the rt329 infant continuous flow breathing circuit kit includes a pressure relief manifold which ensures patient safety by limiting the pressure delivered in the event of an occlusion, as well as allowing connection to a pressure monitoring device or an oxygen analyzer. The manifold is packed with the cap in place. All pressure manifolds are pressure tested and visually inspected prior to leaving our facility, and those that fail are rejected. This suggests that the luer plug fitted on the breathing circuit's pressure relief manifold became loose post production, possibly during transport. Our user instructions that accompany the rt329 infant continuous flow breathing circuit state the following: "check that all connections, caps and/or plugs are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Patient monitoring is recommended."